Manufacturer narrative:
Auxiliary power cord. Motion interrupt pan.

Event description:
It was reported by service report that the auxiliary power cord plugs were missing the ground pin and motion interrupt pan was damaged. No pt involvement or adverse consequences are reported.